Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported for a couple of months when they were walking their stimulation sensation was weak then suddenly kicked into a big surge. The consumer was asked if adaptivestim was enabled but they didn¿t know, and declined any troubleshooting. A request was made to meet with the manufacturer¿s representative (rep).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.